Manufacturer narrative:
Device evaluated by MFR: it was indicated that the device would not be returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-07181 and 2134265-2014-07179. It was reported that stent thrombosis occurred. The lesion being treated was located in the very tortuous and calcified right coronary artery (rca). Using a guidezilla guide extension catheter, the physician implanted 2.25x16mm rebel stent in the posterior-lateral branch, a 2.5x16mm rebel stent was implanted into the mid rca, and a 2.5x12mm rebel stent was implanted into the ostium of the rca. No patient complications were reported. However, three days later the patient presented with stent thrombosis. The rca was treated by implanting a 2.5x8mm rebel stent between the ostial and mid right stents.